Event description:
The tooth of the saw blade chipped off causing a 20 minute delay to the surgical procedure. All pieces were retrieved from the pt.

Manufacturer narrative:
Examination of the returned blade confirmed one of the teeth broke off. The cause is attributed to misuse, as it appears the blade has been used several times. This instrument is a single use item and is clearly etched with the single use symbol. The age of the product could not be determined, as the lot number of vendor date code was not provided and is not etched on the product. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.